Manufacturer narrative:
(B)(4). There was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that on (B)(6) 2007, the patient underwent a stenting procedure in the mid right coronary artery with one 3.0 x 18 mm xience v stent. On (B)(6) 2011, the patient expired. The patient expired due to cardiac arrest at home. Cardiopulmonary resuscitation was started by bystanders. The emergency medical services initiated advanced cardiac life support and transferred the patient to the emergency room. Additional treatment included oxygen, epinephrine, atropine, sodium bicarbonate, benadryl, solu-medrol and external pacemaker. The patient was pronounced dead after unsuccessful attempt to resuscitate. There is no death certificate at this time. There was no additional information provided.